Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead had migrated, causing the patient to lose effective therapy. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was repositioned. Postoperatively, the patient has effective therapy.